Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire analyzer, list# 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer observed a short sample generated from the cell-dyn sapphire analyzer. The customer observed the aspiration probe was stuck in the vent head, therefore, the vent head assembly was replaced, and the issue was resolved. There was no impact to patient management.